Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have two bent grips, causing them to be misaligned. The offset at the tips was 1.42mm. The grips were not found to be cracked. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the clip applier incident occurred when it was outside of the patient. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The back up clip applier was used to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the 8mm medium-large clip applier would not clip. There was no report of patient injury.